Manufacturer narrative:
Additional lot numbers: r172, r178, r190.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. A review of the events indicated that nine (9) patient samples tested on the galileo neo, automated blood bank system produced inaccurate results. A review indicated that four (4) patient sample tests using the galileo neo automated blood bank system produced an unexpected false negative result for the anti-k antibody; two (2) for the anti-jka antibody; one (1) for the anti-jkb antibody; one (1) for the anti-fya antibody; one (1) for the anti-e. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions